Event description:
A surgeon reported that during an intraocular lens (iol) implant procedure, the lens was observed to have a scratch mark upon delivery from injector. The iol was removed and replaced the next day. Additional information was provided, which indicated that an unapproved viscoelastic was used. Additional information has been requested.

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. Results from the product history record review indicated the product met release criteria. Additional information was provided, which indicated an unapproved viscoelastic was used. The root cause is most likely related to a failure to follow the dfu. Account used an unapproved viscoelastic. The use of unapproved products may result in lens delivery difficulties or lens damage. There have been no other complaints reported in the lot number. Additional information has been requested. (B)(4).